Event description:
It was reported by service report that there was evidence of fluid ingress to the mattress cover and on top of the air bladder. No patient involvement or adverse consequences are reported.